Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.9; h.3; h.6.

Event description:
Physician reported left side deflation. Physician later reported plug strap separated and valve delaminated from shell. Additionally the physician reported particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: plug strap separated.

Event description:
Physician later reported plug strap separated and valve delaminated from shell. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Plug strap separated: delamination observed assessed as adhesive failure. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.3; h.6.

Event description:
Physician reported, left side deflation. Physician later reported, plug strap separated and valve delaminated from shell. Additionally, the physician reported, particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device remains implanted.